Event description:
A 14 yr old female pt with a primary diagnosis of cerebral palsy had a gastric feeding tube placed on 10/16/97. She had a nasogastric tube before the peg insertion. The pt did well postoperatively and was discharged to the care of her foster parents. It is not known whether discharge teaching was given to the care givers or if the care givers had prior tube feeding experience. On 10/20/97, the pt was readmitted through the emergency room with peritonitis caused by formula extravasation between the stomach and the abdominal wall. It was reported by the foster parents that the internal retention dome had collapsed and the tube had "worked its way out". The MFR has had no reports of this device being unintentionally removed unless an excessive traction force was intentionally or unintentionally applied to the device pulling it out of the abdomen. The device is unavailable for inspection. The pt expired on 10/21/97.